Event description:
It was reported that after prepping the device while inside of patient anatomy, a 2.25x15 nc trek rx balloon dilatation catheter (bdc) was advanced via radial access over a non-abbott guide wire, into a non-abbott guiding catheter, and to a heavily calcified, concentric, 99% stenosed, de novo lesion in the heavily tortuous, proximal left circumflex coronary artery without resistance to pre-dilate the lesion. During the 1st inflation, the balloon ruptured at 10 atmospheres. The nc trek rx bdc was withdrawn from the anatomy. A 2.25x15 non-abbott bdc was successfully inflated, followed by deployment of a xience xpedition stent, completing the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep. Concomitant products: guide wire: runthrough hc; guide catheter: launcher. The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), states in the preparation for use section to evacuate air from the balloon segment using the following procedure. This step is performed prior to entry outside of the anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.